Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 377745, lot# v016211, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377745 lot# v016736, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A manufacturer representative and healthcare provider reported that the patient was charging more than expected. It was noted the implantable pulse generator (ipg) was not holding a charge, even when the system was not being used. Previously, the patient was able to have the battery last 2-3 months after charging to 100% full and didn't have stimulation on. Now, when not using stimulation, the capacity only lasted a few weeks. It was noted the patient never had a reset or an overdischarge. The patient was at a discharged state so impedances could not be done. However, the patient indicated a stimulation feeling and therapy was exactly the same and normal. The patient went home to charge his battery on (B)(6) 2014. It was noted that the extra charging that was required after having the battery for 7 years was normal and expected. There were no stimulation issues noted. It was later noted that the frequent charging was due to early depletion and the ipg was replaced. The patient was indicated for complex regional pain syndrome type ii.